Manufacturer narrative:
(B)(4). D10: g7 bonemaster ltd acet shl 52e, item: 010000703, lot: unknown. G7 neutral e1 liner 36mm e, item: 010000857, lot: unknown. Sirius hip stem 38-c, item: 51-199335, lot: unknown. Delta ceramic fem hd 36/+3mm, item: 650-0662, lot: unknown. G2: foreign ¿ united kingdom. The customer indicated that the product location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient had been experiencing left hip pain for two months. An x-ray was taken for evaluation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a4; b5; b7; d10; g3; h2; h6. A2: patient birth year: 1958. D10: g7 bonemaster ltd acet shl 52e. Item: 010000703. Lot: 3382959. G7 neutral e1 liner 36mm e. Item: 010000857. Lot: 3439199. Sirius hip stem 38-c. Item: 51-199335. Lot: 202510. Delta ceramic fem hd 36/+3mm. Item: 650-0662. Lot: 2015091568. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient had been experiencing left hip pain for two months. An x-ray was taken for evaluation. The patient was diagnosed with osteoarthritis and received regional spinal (intrathecal) anesthesia. It was confirmed that the pain has been resolved, and the event was noted as mild and easily tolerated by the patient, causing minimal discomfort. Due diligence is in progress for this complaint; to date no additional information or product has been received.